Manufacturer narrative:
No additional info is available at this time. (B)(4).

Event description:
A report received from (B)(6) stated an 840 ventilator experienced an erratic upper graphical user interface (gui) display; while being used on a patient. The patient was removed from the device and placed on an alternate ventilator. The pt was not harmed or injured as a result of the report event.